Manufacturer narrative:
The failure modes could not be determined, but the broken needle points condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strips condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.

Event description:
It was reported during a rotator cuff procedure there were two needles broke and were not retrieved from the patient. No additional information could be provided since there was no rep at the case.